Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime warnings had occurred with at least three separate cartridges from two separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the pump¿s black box history showed a cs 162 call service alarm was recorded. Each loss of prime was associated with either an empty cartridge or failing to perform a load step after a power reboot event. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of primes occurring. Multiple load step functions were performed with no prime related issues occurring. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of moisture contamination or loose components found inside the pump. The force sensor resistance reading was found to be within the required specifications. The force sensor was disassembled and no evidence of shim or plate wear was observed. There was no evidence of contamination found in the force sensor housing or force sensor shim. The complaint that the pump was emitting loss of prime alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.